Event description:
Patient had foley catheter inserted on [redacted]. Today [approximately 5 days later], the foley catheter fell out while cna [certified nurse assistant] was helping the patient. Upon inspection of the catheter, there was a large hole in the balloon. Manufacturer response for bd surestep foley catheter, bd surestep foley catheter (per site reporter). Sending new supply.